Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer to our local affiliate (B)(4). This case involves a female (age nos) who received taking poly-l-lactic acid (sculptra), therapy dates, dose, indication nos. No mention of relevant disease or concomitant medication. The pt reports she is now experiencing swollen spots and nodules and according to her, was assessed by her physician as granulomas. No corrective treatment was adopted and no further info was provided by the reporter. Event outcome is ongoing. Reporter's causality: not specified. (B)(4).

Manufacturer narrative:
Additional info received on 09-oct-08: (B)(4) results were received. A brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum for follow-up info received on 01-dec-08: clarification was received from the affiliate that case (B)(4), which contained info received on 03-oct-2008, is a duplicate of (B)(4). Case (B)(4) will be deleted from the sanofi-aventis database. The duplicate case (B)(4) contained the following info: a physician via company employee reports that a (B)(6) female received poly-l-lactic acid (sculptra) for flaccidity on (B)(6) 2008, (4ml) and on (B)(6) 2008. (4ml). No relevant medical history or concomitant medications were reported. On (B)(6) 2008, the pt contacted the physician complaining about nodule (granule) of approx 6 mm on internal part of mouth, on the left buccal commissure area, mentioning that it is mainly touchable. Event outcome is ongoing. Additional info received on 02-dec-08: the reporting physician was contacted and indicated that the nodule was a very small nodule localized on the internal part of the mouth. The physician noted that a simple surgery could solve the case. Addendum for follow-up info received on 16-apr-09: pictures of the affected areas were received from the physician and are on file with the source document.